Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported that the alinity m sars-cov-2 assay produced suspected false positive results. Suspect result was generated on (B)(6) 2020, and generated a low positive result. The suspected result was not clinically reported outside of the lab. The positive result was compared against the patient's clinical and travel history. The result was compared against genexpert, qmh in-house who protocol, and roche/tibmolbil. All results were negative. Insufficient specimen was available from the original specimen for repeat testing. A 2nd collected specimen was tested on genexpert and result was negative. There was no adverse impact on patient management as it was not reported outside of the lab. The molecular application specialist (mas) reported that the customer reported an additional 4 cases of suspected false positive results over the weekend. Customer suspects that this may be due to contamination. The additional 4 suspected false positive cases were deep throat saliva samples positive on alinity m, but same sample tested negative on the cepheid genexpert. The results were reported as clinically negative outside the lab. There was no impact to the 4 patients. The results were questioned by the laboratory, so they were repeated on the cepheid geneexpert and generated a negative result for all 4 specimens. Environmental swabs and blank water samples were run for 2 days on the alinity m system. All swabs and water runs came back as negative. The customer is confident that there is no contamination in the system or the lab environment. The customer has resumed routine testing on alinity m. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review the customer file was reviewed. The alinity m runs in question were valid, met assay specification requirements, and no message codes or flags were displayed for the positive or negative control. The internal control was valid for the samples associated with this complaint. The samples were positive for sars-cov-2. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 511504 is performing outside of established design performance specifications. Quality data review the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 511504 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 511504. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 511504 and its components was performed and did not identify any internal or post-production use issues related to this issue and these lot numbers. Complaint history review the lot specific complaint history review for alinity m sars-cov-2 assay (list 09n78-090) lot 511504 identified one additional related complaint ticket. That ticket is currently elevated and pending investigation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 511504 was not identified.